Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) event of 54 mg/dl. The customer's daughter assisted to treat the low bg level with sugar and orange juice to increase bg level. The customer stated that the cause of the low bg level was unknown and could not recall specifics to the event. The customer reported had fallen, however was unsure how they fell. The customer reported bruising the hip and arm. Tandem technical services, instructed the customer to consult their healthcare provider regarding the low bg level.